Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 80 mg/dl and 300 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer stated that he will discard the meter and strips. Replacement was sent.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined.